Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal /pelvic floor therapy. It was reported by a friend/family member that the patient had a sudden loss of therapy; the patient was getting the poor communication screen. The caller tried communicating without the antenna, and they still report getting the poor communication screen; could not communicate with or without antenna. The caller reports no falls or trauma with the patient, but says the patient has had a sudden return of symptoms and "she doesn¿t have enough time to go to the bathroom" and says this started "about a week ago" and confirmed it was the beginning of november. The caller/patient were redirected to the physician to get the device checked. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the loss of therapy/poor communication screen was that the battery ran out. It was noted that they were planning on replacing the battery. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the battery was replaced on (B)(6). The hcp was pretty sure that the battery died was all that was it. No further complications were reported/anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.